Event description:
It was reported that a novum iq large volume pump shut off by itself when tubing was reloaded. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. During functional testing, the reported issue of the pump shutting off by itself when the tubing was reloaded was not reproduced. Simulated infusion testing was performed; however, the reported complaint could not be confirmed. A review of the event history log did not identify any related issues. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. As a precautionary measure, the ui pcba board will be replaced. Should additional relevant information become available, a supplemental report will be submitted.